Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the superficial femoral artery (sfa). An eluvia¿ drug-eluting stent was advanced to the lesion and implanted. Then a second 6x120x130 eluvia¿ drug-eluting vascular stent system was implanted overlapping the first stent. However, during the deployment of the second stent, it was observed on radiogram that the stent shortened from 120mm to approximately 95mm. Thus a third eluvia¿ stent was implanted overlapping the previously implanted stent. The procedure was completed. No patient complications were reported and the patient's status was stable.